Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty could not be replicated in a testing environment as it was based on operational circumstances; however, a sheath split issue was observed. The reported event was concluded to be related to a potential product quality issue related to the manufacture of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a carotid stenting procedure. Reportedly, the starclose se device was inserted but the clip was not deployed. The device was removed with the clip still attached. The physician felt the device did not have adequate purchase and would not have deployed correctly. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.